Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a sensor anomaly and blood at site and skin issues. Customer had talked to the doctor about it. Blood glucose value was 450 mg/dl at the time of the incident. The customer was not hospitalized and gave no information on how the high blood glucose reading was treated. Troubleshooting was performed and the sensors will be replaced and returned.

Manufacturer narrative:
Inspected 2 opened/used partial sensors and unable to confirm insertion/needle complaint due to customer returned sensors only, no needles.